Event description:
Customer reported that during a surgical procedure, the lighthead of a hled700 surgical light collided with the rubber cap on its central axle, dislodging the cap, knocking it to the floor. The cap fell outside the sterile area, and no injuries were reported to maquet. (B)(4).

Manufacturer narrative:
A maquet field service tech (fst) inspected the device. He verified that the rubber cap was not damaged. He secured the cap to the light suspension with silicon glue, and returned the device to service. According to the tests performed during design verification activities, this type of failure can be caused by repeated collisions/impacts to the end cap. The hled series operating manual indicates that "correctly positioning the light for each operation will limit the chances of coming into contact with other objects". Maquet medical systems USA submits this report on behalf of the device mfg facility. Maquet sas provides product failure investigation, analysis and resolution for the device described in this report.